Manufacturer narrative:
Concomitant medical products: dtba1d4, crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a device check done as a result of experiencing dizziness. It was determined that the right atrial (ra) lead was exhibiting intermittent undersensing, which resulted in the false termination of episodes and intermittent inappropriate atrial/ventricular synchronous pacing. The ra lead remains in use. No further patient complications have been reported as a result of this event.